Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the display fades out after pressing any button due to a short at the end of the liquid crystal display driver board. The functional tests could not be completed and no missing segments anomaly could not confirmed due to the fading display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.